Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported sensor error 322 which were verified through a review of the event history log and found to be caused by a link that sticks. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.